Event description:
It was reported that during a laparoscopic cholecystectomy, the device did not work. No other details were given. No pt consequence reported.

Manufacturer narrative:
(B)(4). Malformed clip, anti-backup failure. Evaluation summary: the analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled. One double feed issue was noted, causing two malformed clips; it fed one malformed clip due to an anti-backup failure; and then fed and formed seven conforming clips. The device locked out as intended, but the orange indicator did not show up completely. A corrective action has been initiated to address the double feed issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.